Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02488. The valve was returned with delivery system and sheath. The valve was crimped on the delivery system crimp balloon and fully inserted through sheath. The returned device was visually inspected for any abnormalities and the following was observed: puncture hole on sheath strain relief (approximately 2.3 cm from the sheath housing). Sheath liner tear was starting at distal sheath strain relief, and approximately 2.3 cm in length. Three (3) struts bent outward approximately 120, 60, and 30 degrees at the inflow. One (1) strut slightly bent at the outflow. Multiple struts exposed through skirt, normal after crimping and use. Post expansion: three (3) struts remained bent at the inflow. Frame distorted/canted. Multiple struts exposed through skirt, normal after crimping and use. Leaflets wrinkled and dehydrated likely due storage condition (prolong crimping) during the return handling process. A review of imagery was performed, and the following was observed: patient's access vessel had tortuosity. Puncture hole appeared on the sheath strain relief. Sheath liner torn appeared near distal sheath strain relief. Valve struts appeared bent on inflow side post procedure. Three (3) struts appeared bent on inflow side within the sheath. During manufacturing, all sapien 3 valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. A review of the complaint history from april 2020 to march 2021 revealed additional similar complaints for frame damaged during use for edwards sapien 3 valve (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, complaint history, DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the valve could not be inserted through the sheath. Angio control showed a deformed valve within the sheath. The valve and sheath were safely pulled out. Outside the body inspection sequential holes within the sheath, damaged valve stents. The valve was advanced outside the sheath, no struts were missing'. Per imagery, the patient's access vessel had tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement. It is possible that the valve strut caught, punctured, and torn the sheath during the delivery insertion, and the subsequent push force and retrieval resulted in the bent strut at the inflow and outflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', and 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation and corrective/preventative action are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the valve was unable to be advanced through the esheath. The valve was noted to be 'deformed' within the sheath. The devices were removed as a unit with no patient injury. Inspection of the sheath after removal showed holes within the sheath and damaged valve stents. New devices were used successfully. The patient is stable post procedure.